Event description:
While performing a laparoscopic cholecystectomy, physician was attempting to staple the cystic artery using the ethicon ER 320 liga clip when the staple misfired causing the cystic artery to tear and rupture. The artery was clipped with a second ER 320 and the pt did not experience any adverse effects from the incident. Approx 10cc of blood was lost.